Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12 /apr/2024, patient reported that he was supposed to get replacement sensors and put his last one on monday and around 11: 00 am, blood glucose was going low, and it said change sensor. He treated with eating and had juice and crackers and dropped the ambulance. They treated with intravenously and they released at 4 pm. Right now, current blood glucose was 135mg/dl. The patient received IV insulin drip (intravenous insulin infusion) as corrective treatment. No further information available.